Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the ipg was replaced and therapy was restored.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that patient was not getting therapy and stopped charging their ipg. In turn the ipg was deemed inoperable. Surgical intervention may be taken at a later date to address the issue.